Manufacturer narrative:
Date of birth: 1938. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2013-09415, 2134265-2014-00073, 2134265-2014-00699. It was reported that following a coronary artery stenting treatment procedure, vessel perforation and in-stent restenosis occurred. In (B)(6) 2011, the patient presented due to nitro- positive angina pectoris at night and at rest which was subsequently diagnosed as unstable angina (braunwald classification iia). The patient was referred for cardiac catheterization. The 1st target lesion was a de novo bifurcated ostial lesion located in the left main coronary artery (lmca) with 73% stenosis and was 15mm long with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilation and placement of a 4.00x20mm taxus element stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was a de novo bifurcated lesion located in the proximal extending to mid left anterior descending artery (lad) with 79% stenosis and was 30mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x38mm taxus element stent, with 0% residual stenosis following post-dilation. Additionally intravascular ultrasound (ivus) guided main trunk intervention with blade angioplasty and a kissing manoeuvre technique in the direction of left circumflex artery (lcx) with a 2.5x12mm non-bsc balloon and in the direction of lad with a 4.0x15mm balloon were also performed during the procedure. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient had 3-vessel disease and two 3.50x38mm and 4.00x20mm promus element stents were implanted in the lmca to prox lad. In (B)(6) 2013, the patient presented due to symptoms of angina pectoris and was subsequently diagnosed as 3-vessel disease. The patient was hospitalized. Repeat angiography revealed perforation at the distal portion of the previously placed promus element stents and the 3.50x38 taxus element stent in the lad. The perforation and the 90% edge restenosis of the 3.50x38 taxus element stent and the promus element stents in the prox lad were treated with balloon angioplasty and placement of a 3x16mm promus element drug eluting stent in an overlapping manner with the previously placed study stent, with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.